Event description:
There was no pt involved in this event. This device malfunctioned because the red status indicator was flashing.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification, alongside random manual power ons, up to the 26th october 2014. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(4) 2014 and the (B)(4) 2015. The pad-pak became depleted during this time. The user would have been alerted with a low battery prompt and a flashing red status led and chirp. This would confirm the reported fault. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins however this had no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.